Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, four heartstring seals cracked while loading the seals into the delivery tube and four didn't deploy into the aorta. Since the aorta was heavily calcified, the surgeon used a "horn" like device to seal the aorta and sew the graft. No additional pt complications were reported by the hospital. This report is for the first seal that did not deploy.